Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h382 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h382 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The customer returned the complaint kit and photographs for investigation. The pump tubing organizer (pto) was the only kit component returned for examination. The provided photographs verify a blood leak from the y-connector in the pto. Examination of the received kit found dried blood on the inside of the pto at the y-connector. The pto was pressure tested to check for leaks and a leak was verified at the y-connector where the yellow striped tubing is bonded to the port. The y-connector was sectioned to inspect the bond socket and found a sink in the y-connector bond socket. A material trace of the components used to build kit lot h382 found no related non-conformances. A device history record review for kit lot h382 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely a weak solvent bond due to the sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete. (B)(4), p.t. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 254 ml of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has returned the kit and photographs for investigation.